Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, and microscope inspection. No damage or defects were seen. The sheath failed all standard manufacturing testing, with a leak in the pressure decay test, air in the flush line during the aspiration test, and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The sheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve housing and flush line lumen junction at the proximal end. A lack of adhesive was found which allowed a leak path. Device analysis confirmed the reported clinical observations.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. The flushing port of the sheath was leaking throughout the procedure. The procedure was completed using the same sheath. No patient complications were reported. It is unknown if the sheath will be returned for analysis. It was further reported that the dilator was wiped with saline prior to introduction into the sheath valve. A polarx st balloon catheter was in place when the leak was noticed midway through the procedure. The leak was a slow, constant drip from the plastic casing of the port which appeared to be cracked internally.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. The flushing port of the sheath was leaking throughout the procedure. The procedure was completed using the same sheath. No patient complications were reported. It is unknown if the sheath will be returned for analysis. It was further reported that the dilator was wiped with saline prior to introduction into the sheath valve. A polarx st balloon catheter was in place when the leak was noticed midway through the procedure. The leak was a slow, constant drip from the plastic casing of the port which appeared to be cracked internally.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. The flushing port of the sheath was leaking throughout the procedure. The procedure was completed using the same sheath. No patient complications were reported. It is unknown if the sheath will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.